Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was admitted into the hospital twice in two days. Customer was admitted on (B)(6) 2016 with blood glucose of 526 mg/dl. Customer had symptom of abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported that drive support cap appeared normal. Caller stated there were no leaks or air bubbles. Infusion set was removed and it was found that cannula was bent.